Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 2.4 inr on the coaguchek xs plus system while a comparison lab returned as 1.7 inr. No actions taken based on the device result. No adverse event was reported. Return of suspect system was requested. Replacement was sent.